Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, left bundle branch block (lbbb) and first degree atrioventricular block was reported. Five days post-implant of the valve a permanent pacemaker was implanted. No additional adverse patient effects were reported.